Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported left side device rupture. Patient additionally reported capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additonial, changed, and/or corrected data: d6b.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Distributor later reported "received a reply from the clinic ¿ there were no capsular contractures, only rupture of the left implant."

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on july 18, 2024, with lot number 2912216. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings during the analysis. As per the investigation procedures creases, wear abrasion and particles and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.